Event description:
The caller states that the unit has become noisy. Was advised by daughter that due to the concentrator not working, her mother had difficulty breathing and they called 911. Her mother is now hospitalized.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.